Event description:
Monitoring unit notified nurse of pacemaker function problems 1 hr post placement of dual chambered pacemaker. Medtronic rep was notified to interrogate the device. A new generator was inserted then the same pacer problem occurred. A new right ventricular lead was inserted. A small tear in original lead's insulation was found.